Manufacturer narrative:
The eval is currently underway. A f/u report will be initiated when the eval is complete.

Event description:
Possible free flow / no pt injury / running potassium / ICU dept / no other info available.